Event description:
It was reported by the customer that the handpiece was leaking a black fluid from the top of the handpiece. The customer did not know what type of procedure was being performed or when in the procedure the leakage was observed. When the leakage was observed, the handpiece was changed out for another handpiece the customer had on hand. The fluid did not come into contact with the pt; no additional treatment was given to the pt due to the reported event. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, leaking fluid from the handpiece was not verified, although, visual evidence suggests that the product at one point in time had fluid in it that could have leaked form the handpiece during use. The leaking of the handpiece during use was most likely caused by fluid being introduced to the handpiece during the cleaning and sterilization process at the account. During the evaluation, the quality engineer noted several components were corroded. The handpiece is to be repaired and returned to the customer.